Manufacturer narrative:
End-user stated on (B)(6), she walking down a slanted side walk and the rollator tipped and she fell. End-user stated she fell onto her left hip were she had a prior fracture. End-user sought medical attention with her physician, had an xray and an MRI showing a new hair line fracture of her left hip. End-user did not require surgical intervention for repair. The rollator was not returned for investigation, a root cause cannot be identified. Due to the report of a new fracture this medwatch is being filed. Device not returned.

Event description:
End-user fell while walking with rollator and fractured her left hip.